Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm during rewind. The customer's blood glucose level was unknown, but was reported as "normal". The customer stated there were other alarms in the alarm history. No further details were provided.

Manufacturer narrative:
The pump had a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window.